Manufacturer narrative:
(B)(4). Product could not be evaluated as it was not saved. Neither the model number for the primary set nor the lot number for either the primary or secondary set were provided, so no investigation and no lot history review could be performed.

Event description:
Thymoglobulin and .9ns infusing, the piggyback began to back up into the primary bag. The user clamped the primary and the secondary then ran without any further problem.